Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. Visual inspection: the complaint device speedarc compression impl kit 11x12x10 (product code: se-111210a, lot number: mse210152) was returned to cq west chester for investigation. During visual inspection, no issues were found on the device. Functional test: the implant was found not properly assembled on the inserter handle inside the packaging. The complaint can be replicated as a functional test was not performed. Dimensional inspection: complaint relevant dimensions could not be measured from the device because of the design. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing were reviewed. Conclusion: the implant was misaligned on the inserter. Hence, a functional test was not performed, and complaint could not be confirmed. Based on the investigation conducted, it has been determined that the most probable root cause for this type of complaint is the historical packaging design, with transit/handling being a contributing factor. CAPA-007630 was opened to address the design remediation of all bme product lines. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no ncr's generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the sppeedarc compression inplant kit staple was discovered as not centered or straight on insertion handle. Product was not used or opened. No patient consequence reported. This report is for one (1) speedarc compression impl kit 11x12x10. This is report 1 of 2 for (B)(4).